Event description:
A report was received that the patient was experiencing intermittent stimulation. The physician believed that the patient's splitter was either faulty or bent inside the patient¿s body. The patient underwent a revision wherein the splitters were replaced due to suspected malfunction. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.